Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots. No anomalies were found related to lot 9519548. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Upon review of the lot history records for lot 9530520, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 300cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated breast implant by a medical professional. The affected side was not provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 9519548 / serial number: (B)(6) and right implant - lot number: 9530520 / serial number: (B)(6) . The catalog number is the same for both devices. Lot 9530520 is associated with an FDA recall. The information is being provided conservatively as it is unknown which suspect device the event is related to. If additional information is received indicating the other device (lot 9519548) is the suspect device, the recall information will no longer apply and a supplemental report will be submitted. At this time, several follow-ups have been conducted, and no additional information has been received.